Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker experienced lightheadedness and dizziness and suspected that the device was on safety mode. Technical services (ts) referred the patient to the physician. This device remains in service. No additional adverse patient effects were reported.